Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 one pocket between d1-d5 was showing as blank in the map configuration. A field service engineer (fse) ran diagnostics and removed bad pocket to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one pocket between d1 and d5 appeared blank on the map configuration. Although the pocket contained medication, the station was not recognizing the cubie. Users were unable to eject the cubie, and a system reboot does not resolve the issue. No hardware failure was identified that would allow recovery of the cubie. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.